Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently, the patients received more IV fluids than intended. The tubing sets were being used to deliver unspecified volumes of IV solutions. The cair clamps were being used to regulate the flows. After unspecified lengths of time in use, it was reported that the, "clamp is not staying at the position it is set at." The cair clamps were being used to regulate the flows. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.